Manufacturer narrative:
This event report was received through clinical data collection activities. Pending evaluation.

Event description:
Index surgery: (B)(6) 2012. Revision due to aseptic glenoid loosening. The case report form indicates this event is possibly related to devices and definitely related to procedure.

Manufacturer narrative:
The revision reported was likely the result of aseptic (non-infected) glenoid loosening, which damaged the bond between the implant and the bone. However, the cause of the glenoid loosening could not be determined because the devices were not available for evaluation and no further details were provided. The following sections have additional/updated info: (d1) brand name. (D2) common device name. (D4) catalog number, serial number, expiration date, unique identifier (UDI) #. (G1) reporting contact first name, reporting contact last name, reporting contact email. (G4) date received by manufacturer.

Manufacturer narrative:
Corrections made in the following section(s): date received by manufacturer ¿ date on initial submission should have been 11-dec-2018.